Event description:
Related manufacturer report number: 2017865-2024-35432 . It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold. The rv lead was not used and replaced. Upon implanting the replacement rv lead, it exhibited high capture threshold as well. After multiple attempts of repositioning, threshold within range was obtained. The replacement rv lead remains implanted. The patient was in stable condition.

Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.